Event description:
Reporter alleged feeling light headed and when pulling over the car she was driving, she passed out. It was reported customer ate two oranges once she woke up and tried to test on the meter 3 different times however was unable to obtain a result due to errors, type not provided. Reporter stated customer then began to dry heave and passed out again and her boyfriend took her to the hospital where their device measured 352 mg/dl so customer was given insulin, type and amount not provided. Reporter indicated glucose was 124 mg/dl after being treated. It was stated the test strips being used at the time of the alleged incident were expired. A request was made for the return of the suspect and replacement product was sent.